Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy/debluk uterus procedure, the first device half fired and the second device stapled but did not cut. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument a: pinion axle. Instrument b: (B)(4). The analysis results found that the atw45 device a was received with the firing mechanism damaged and with a white cartridge reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The analysis results found that the atw45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.